Event description:
A healthcare professional reported that a patient was injected with juvéderm voluma® xc in the cheek and mid-face. Over the last few months, a whole scenario of things occurred where the patient had filler and was getting these warm hot flashes that come and go. There was nothing wrong with the patient¿s face. The patient was assessed several times and was ultra sounded. The patient was offered to have the product dissolved. The patient started having small little areas of swelling on jawline area and said it was sore where the filler was. Only the right side and there was no other soreness. The hcp dissolved the filler with 2 vials of helenex. After the dissolution a couple of days later swelling and did not go down and was super swollen and raised.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.